Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Block h11: investigation results. The returned cre rx dilatation balloon was analyzed, and a visual examination found that the balloon had no damages. Functional and microscopic inspection were performed, and the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon, which produces a leak. The pinhole was located approximately 42 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 42 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to factors encountered during the procedure or it can be due to excess pressure. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon and could have caused the pinhole found on the balloon. These factors and interactions could influence the damage found in the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, balloon inflation was observed to be weak. Upon removal and subsequent table testing, leakage was detected at the distal end of the balloon. The procedure was completed with another cre rx dilatation balloon device. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the balloon leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, balloon inflation was observed to be weak. Upon removal and subsequent table testing, leakage was detected at the distal end of the balloon. The procedure was completed with another cre rx dilatation balloon device. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the balloon leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.